Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a seizure around 8:00am on (B)(6) 2026 and presented to the emergency department. Log files were reviewed which captured low flow alarms on (B)(6) 2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm.